Event description:
When stimulation was turned on, the pt became incontinent. The implantable neurostimulator was not used due to that problem. In 2008, the pt began to experience burning pain in the device pocket, even if the device was off. The neurostimulator was removed. The pt was no longer having problems with the system. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.